Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in bad (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The livanova field service representative on site performing routine maintenance replaced the non-functioning touch screen. The replaced touch screen has been discarded. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Livanova (B)(4) received a report that the display of the s5 roller pump did not function during maintenance. This issue was noted by a livanova field service representative during routine service. There was no patient involvement.